Event description:
Additional information was received: event occurred during semi-annual testing. There was no injury and no medical intervention.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, front cover had scratches, water tank cover had a crack on the bottom, quick connect was corroded, line cord faded and worn, hl-390 switch label was damaged on the top. Per functional testing, the pump was not circulating. The complaint was confirmed. The root cause was a faulty pump. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, quick connect, water tank cover, line cord, front cover, hl-390 switch label. Performed preventative maintenance (pm), changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no circulation. Patient involvement unknown.